Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set leakage event on (B)(6) 2025. The leakage was in the cannula. The insertion site was two on one leg, each side of stomach. The patient replaced infusion sets and resumed insulin successfully. No further information available.